Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent esc, act, and up buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had severely scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture and had a keypad anomaly while change the battery. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.